Event description:
Revision surgery was reported for a dislocation and looseness due to a broken inclination screw .

Manufacturer narrative:
This report was submitted with an incorrect manufacturing report number prefix. The manufacturing report number should begin with 9613369.

Manufacturer narrative:
This report was submitted with an incorrect manufacturing report number prefix. The manufacturing report number should begin with 9613369. The device number for the inclination set could not be confirmed.